Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure using the tibiaxys plating system for the mid and hind foot and ankle, the tip of the device snapped inside the plate, the procedure was prolonged by about fifteen minutes. There was no adverse outcome for the pt. Integra has requested the return of the product for eval.